Event description:
Literature: yamaguchi t, matsumoto h, yasutome m, mori t, takahashi k. Phase I/ii study of irinotecan, uft and leucovorin with hepatic arterial infusion using 5-fu in colorectal cancer patients with unresectable liver metastases. Cancer chemotherapy and pharmacology. 2011;67(3):629-635. Summary: the authors estimated the maximum-tolerated dose (mtd) of biweekly intravenous cpt-11 and uft/lv combined with hai using 5-fu and then determined the recommended dose (rd). The authors then examined the efficacy and tolerability of this chemotherapy regimen in 22 patients with unresectable hepatic metastases from colorectal cancer (crc). The maximum-tolerated dose was not reached and some hepatic toxicity was experienced such as neutropenia, anorexia, nausea and vomiting; however, there was no severe hepatic toxicity or biliary sclerosis. Reportable event: in one patient, the catheter became dislodged/obstructed two cycles after the placement of the pump. In two patients, hepatic artery infusion was terminated because of hepatic arterial thrombosis. In one patient, there was bile duct bleeding.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. At this time no additional information was available, additional information regarding the patients, events, interventions and outcomes has been requested.